Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2006; 8042b ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was also reported that the rv lead was inactivated before subsequently being explanted and replaced, and the lv lead was explanted and replaced at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising thresholds, high and rising impedance, and a possible fracture. The lead was explanted and replaced. Additionally, the right ventricular (rv) lead was explanted and replaced due to high impedance, rising thresholds and a possible fracture. No patient complications have been reported as a result of this event.